Manufacturer narrative:
The insulin pump was received with constant software alarm and problem isolated to motherboard. Analysis was unable to complete functional test, confirm motor error alarm or basal anomaly due to software alarm. The motor was tested outside the device and passed. The insulin pump was also received with cracked case on display window corners, cracked lcd window, minor scratched lcd window, cracked reservoir tube, broken reservoir tube lip, broken belt clip slot, cracked battery tube threads, missing end cap sticker, loose/protruded drive support disk and corroded battery tube. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had drive/motor anomaly and basal anomaly. The customer also reported that they received motor error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.